Event description:
It was reported that patient complains of increased weakness, discomfort, and pain for the past year. His pain is along the thigh and left buttock. Patient is waiting for MRI and blood test results. Additional information reported via sales rep (B)(6) 2012: it was reported that, components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.